Event description:
Procedure type: gastrectomy. According to the reporter: the doctor used the stapler, but the staples did not form correctly. This caused the wound to bleed (2000cc) a transfusion was required. The doctor used suture to complete the surgery. Operation was extended for 60 mins. The patient is fine. No patient injury was reported.